Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. 27 october 2023 update received from cs prema ramanathan stating the patient had an ipg pocket revision with matt bennett, md at uhs wilson hospital today. The ipg pocket was opened, two extensions were added to the existing dual octrodes and tunneled to a new pocket site into the right buttock. Connections were confirmed intraoperatively. Patient had satisfactory paresthesia coverage post operatively. Her post op visit is in 2 weeks where we will be able to tell if this surgery resolved the ipg pocket discomfort. No equipment was explanted. Per rep the issue of pocket pain was resolved. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted device.

Event description:
Additional information was received indicating surgical intervention was undertaken on (B)(6) 2023 wherein the ipg site was revised to a new location.

Event description:
Additional information received indicated that surgical intervention was undertaken on (B)(6) 2023, where the ipg was repositioned. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site. Surgical intervention may be taken at a later date to address the issue.